Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she has been experiencing high blood glucose levels, and believes that the insulin pump is not delivering the correct amount of insulin. The customer stated that she has noticed a large amount of insulin left in the reservoir after three days of use. Troubleshooting was performed. All programming and totals were correct, but the customer does not feel the she is getting the insulin that the insulin pump says it's delivering as she has had to deliver more boluses than usual. The insulin pump has not been exposed to high magnetic fields. The unit passed the displacement test. The customer was not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.